Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support cap was inspected and no anomalies noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump drive support cap was not in place. Customer's blood glucose was 329 to 411 mg/dl at the time of incident. Troubleshooting found that the drive support cap was flush to the device and not recessed into the unit. Customer indicated that their doctor has been notified of their high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.